Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right ventricular (rv) and right atrial (ra) lead. The cause of the event is due to insulation damage which was confirmed visually. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of insulation damage and sensing noise were confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The cause of sensing noise was due to exposure of the outer coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts.